Event description:
Plugged dialysis machine into red outlet on medical intensive care unit (micu) room. Electrical spark and smoke occurred. Machine was not yet powered up. Black residue on nurses glove. No electrical burn to nurse. Machine taken out of service, electrician called to check outlet. Dialysis rn seen by environment, occupational health and safety (eohs) and reported incident. No injury.